Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The investigation results will be sent via a follow up medwatch. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of patient having an ileus could not be confirmed based on the nature of the event. There was no reported device malfunction with the nanoknife generator or probe during the procedure. This adverse event is related to post operative evaluation per (B)(6) study; event is tracked/trended as part of post market surveillance. Root cause of the adverse event cannot be definitely determined but is potentially related to the study procedure. A DHR review was not conducted since there was no identifying device information provided by the user. The instructions for use which is supplied to the end use, states: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Adverse effects that may be associated with the use of the nanoknife system include, but are not limited to: arrhythmia, atrial, fibrillation or flutter, bigeminy, bradycardia, heart block or atrioventricular block, paroxysmal supraventricular tachycardia, tachycardia, reflex tachycardia, ventricular tachycardia, ventricular fibrillation, fistula formation, damage to critical anatomical structure (nerve, vessel, duct), hematoma, hemorrhage, hemothorax, infection, muscle contraction pneumothorax , reflex hypertension, unintended mechanical perforation, vagal stimulation, asystole and venous thrombosis". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference: (B)(4).

Event description:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. (B)(6) study (nanoknife-pancreatic cases): patient: (B)(6). Serious adverse event (sae, (B)(4)). Description: patient was already at the hospital when they experienced ileus on (B)(6) 2019 during initial post-op ire stay. Ileus is the medical term for this lack of movement somewhere in the intestines that leads to a buildup and potential blockage of food material. An ileus can lead to an intestinal obstruction. This means no food material, gas, or liquids can get through. It can occur as a side effect after surgery. August 06, 2019: complaint investigation is warranted since the relationship to the study procedure is possibly related to the device as assessed by the sae. This resulted in an unexpected event that let to a prolonged hospital stay. It was reported that the outcome was resolved. It was reported the defective disposable device is not available for return to the manufacturer as it was disposed of by the user.